Event description:
"During use of the device by doctor (B)(6), it has been observed that the clips are not tightened." Pt status: "ok".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering experienced resistance during the actuation of the handle due to the presence of excessive tissue and debris inside of the unit. The feeder was damaged during functional testing due to the excessive tissue and debris. The root cause could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.